Event description:
It was reported that the patient had a staph infection on the right side above the implantable neurostimulator (ins). The patient had a fall and had gained "50 pounds" since the ins was implanted, and wanted an adjustment. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28, lot #v280397, implanted: (B)(6) 2009, explanted: unk; programmer model 3037, serial # (B)(4).